Manufacturer narrative:
The tech found the foot end casters would swivel when the brake is engaged. He replaced both foot end casters to repair the bed.

Event description:
Information received indicates the brake is not holding.